Event description:
The instrument was used during a diagnostic laparoscopy. It was reported the pt had several previous surgeries so the surgeon went in with a 512h. As he was going into the pt, he entered the bowel with the device because or severe adhesions. The pt was opened and the procedure was finished. Rep reports "surgeon was 99% sure he was going to have to open and feels even if he cut down he would have entered the bowel." Clinical follow up: 4/8/97 surgeon was performing a laparoscopic exploration in a pt who had a previous hysterectomy bilateral suphengal hysterectomy for carcinoma of the ovary with adjuvant chemotherapy. In addition, the pt had undergone a previous partial colectomy. In view of the pt's extensive surgery, it was elected to use the trocar through a right flank approach. Some difficulty was noted, identifying exact location. Eventually the trocar entered the abdominal cavity and it was noted to be within the colon. The pt had undergone a complete preoperative colonic preparation. He was able to do a formal exploration and repair the bowel. There is no sequeale. The pt was released from the hosp in four days. At the time of exploration, there was no distinct abdominal cavity. All the strutcures had been adhesed from the previous surgery. It is the surgeon's opinion that this trocar or any other trocar could not have been placed without significant risk of injury.